Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that after implant surgery on (B)(6) 2016, stimulation was up too high and caused the patient pain. The patient called the manufacturer representative and they were walked through how to turn stimulation down and the pain resolved. The patient experienced a loss or change of therapy and a gradual loss of therapeutic benefit. The patient had the device implanted to help with urinary incontinence and frequency. The patient had been going more than they normally were and had to strain to empty their bladder. The patient wished they were getting 50 percent or greater reduction of symptoms. The patient had changed the settings about 4 times in (B)(6) 2016 with the manufacturer representative over the phone. The patient didn't feel stimulation and therapy was on. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The patient requested assistance to adjust the stimulation settings. The patient adjusted stimulation from 1.1v to 1.3v on program 2 and felt stimulation in the correct area. The patient would monitor their symptoms now that a change was made and would follow-up with their health care provider (hcp) if it didn't resolve. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Due to imrdf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the implant has not helped at all with the constant leaking. The patient reported there had been some improvements with their bladder frequency but no where near what they were expecting. The patient also mentioned that sometimes they were unable to go to the bathroom and stated that they have had this issue since prior to the implant and it was not new. The patient noted having a hemorrhoidectomy and sitting for long periods of time was not good for them. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.